Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a mildly calcified lesion in a mildly tortuous segment of the rca. The device could not pass the lesion. Another stent was used.